Event description:
The lma classic airway did not hold inflation during patient use. The lma was removed and another mask was used. There was no patient problem or incident.

Manufacturer narrative:
This lma classic was received with a lightly yellowed airway tube and a marked connector. The connector also has a sticky residue on it. The valve functions correctly. The mask does not hold inflation or deflation due to two punctures in the rear portion of the cuff. Each hole is approximately 1mm in length and they are located close to each other, near the inflation line spigot. They are close to the mold line, but are not on the mold line. The holes are consistent with that seen when silicone is punctured with something sharp. Additionally, one side of the rear cuff is herniated and the cosmetic adhesive at the rear of the cuff has pulled apart. This damage is consistent with damage seen when the mask overinflates in the autoclave because air (or water) is in the cuff during the autoclave cycle. This report contains information from third parties, the accuracy of which has not necessarily been confirmed by the reporter.